Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized and was treated with amikacin injection (1mg, discontinued fourteen days after start date ) for peritonitis. Three days after hospital admission, the patient was discharged. Pd therapy remained ongoing. Fourteen days after event start date, the patient recovered. No additional information was available.